Event description:
The customer reported that while the unit was in use on a patient, the unit shutdown without any warning or alarm. The patient was switched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative observed that high temperature air was being ejected from the exhaust fan due to the power supply overheating. The company representative replaced the power supply. The unit was tested to factory specification. It functioned normally and was returned to the customer.